Event description:
The customer reported that during use of this device in a knee arthroscopy, a pt experienced an extravasation. It was reported that the pt needed no additional treatment and is doing fine.

Manufacturer narrative:
Investigation results: the investigation was unable to duplicate the customer's reported problem. During testing of the pump, the device was found to control pressure without any discrepancies. Further evaluation found the pump to be out of calibration. The pump was past due for preventive maintenance. The customer will be contacted with info on care and maintenance of this device.